Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with unknown mentor saline prostheses and experienced autoimmune reactions post procedure. The patient noted weight gain, hypothyroidism, hair loss, body pain, blurred vision, brain fog, decreased libido, hematuria, and tachycardia that could not be substantiated with testing. The root cause of the patient's symptoms is unclear. No product issue, such as deflation, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-10506 for contralateral prosthesis report. This was reported by a non mentor entity under mw5084420.